Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 5.0 inr. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.0 inr. No adverse events were alleged to have occurred with the patient. A control was tested on the meter and recovered within range. Retention test strips (304974) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.